Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) when in secondary vector due to oversensing of noise that appeared to be myopotential in nature. The patient was brought into the office where the noise was able to be replicable on every vector with isometrics, resulting on oversensing on every vector. There was also undersensing in alternate vector. Auto setup was ran and again chose secondary because of the oversensing in primary as well. The s-ICD was left programmed to secondary and increased the therapy zone to one zone only at 250. Boston scientific technical services (ts) was consulted to review the episodes. Upon review, ts discussed further troubleshooting and programming options. Ts agreed the best vector would be secondary as showed less noise impact and suggested x-rays be performed to assess the system. The field representative indicated that these suggestions were relayed to the clinic, but at this time no further information has been received. Additional information was received that ts reviewed the stored episode and noted that the noise may have come from myopotentials. Ts further noted that the noise did not appear to be related to electromagnetic interference (emi) or from a mechanical issue with the electrode. Ts discussed further troubleshooting and programming options. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. There was concern over a possible electrode fracture. The s-ICD was a prophylactic explant. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a benign crack in the lead body that did not extend into the insulation. The electrode was found to be electrically continuous and the x-ray showed no signs of a fracture. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) when in secondary vector due to oversensing of noise that appeared to be myopotential in nature. The patient was brought into the office where the noise was able to be replicable on every vector with isometrics, resulting on oversensing on every vector. There was also undersensing in alternate vector. Auto setup was ran and again chose secondary because of the oversensing in primary as well. The s-ICD was left programmed to secondary and increased the therapy zone to one zone only at 250. Boston scientific technical services (ts) was consulted to review the episodes. Upon review, ts discussed further troubleshooting and programming options. Ts agreed the best vector would be secondary as showed less noise impact and suggested x-rays be performed to assess the system. The field representative indicated that these suggestions were relayed to the clinic, but at this time no further information has been received. Additional information was received that ts reviewed the stored episode and noted that the noise may have come from myopotentials. Ts further noted that the noise did not appear to be related to electromagnetic interference (emi) or from a mechanical issue with the electrode. Ts discussed further troubleshooting and programming options. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no adverse patient effects were reported. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. There was concern over a possible electrode fracture. The s-ICD was a prophylactic explant. No additional adverse patient effects were reported. The lead was returned for analysis.